Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was stretched. The proximal conductor was distorted, the inner insulation was kinked/buckled, and there was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was damaged at implant. The lead was returned stretched and the inner insulation was buckled, which prevents the helix from extending/retracting.

Event description:
It was reported that after four attempts to place the right ventricular lead, the helix would not retract. When the lead was removed from the patient, it was possible to retract the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.